Event description:
It was reported that during a procedure after an unspecified stent was deployed without issue, the distal tip of the guide wire was caught in the stent struts. The physician 'pulled' the guide wire for removal; however, the distal tip detached and remains in the vessel. The guide wire tip is well blocked in the stent struts. The physician performed a blood flow test which had a good result. The stent location is at the anterior tibial artery. The surgeon prefers to leave the tip in place. There is no consequence for the patient, no effect. There was no intervention performed. No additional information was provided.

Event description:
It was reported that during an unknown procedure, the staples did not form properly and another device was used. There were no adverse consequences for the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Misaligned jaws the analysis results found that the device was returned with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, ejected six clips and three scissor clips. It is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.